Event description:
It was reported that the system failed to boot up. No patient injury reported.

Manufacturer narrative:
Repaired by 3rd party. Customer confirmed to ge rep that system is operating as intended.